Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up feeling symptomatic. It was noted that the atrial lead exhibited noise which led to inappropriate mode switching. It was further noted that the lead had insulation anomaly. The lead impedance was also low. The lead was capped and replaced on (B)(6) 2018. The patient condition before, during and after the procedure was stable.